Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The cgm alerted the patient for an urgent low while she was at work. The patient went to the emergency department (ed) for evaluation and her bg per the ed was 70 mg/dl. The patient was treated with unspecified fluids via intravenous (IV) therapy to increase her blood sugar and was release four hours later. At the time of report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.